Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad down arrow and ok button presses did not activate desired pump functions. The patient claimed that the alleged issue started a month earlier. He also reported that the keypad began to feel lifted on (B)(6) 2012. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however, that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad cover was found to be lifting and peeling below the ok keypad button and extending to the down arrow button. The down arrow and ok key contacts were found to be inverted. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the ok and down arrow keypad buttons were intermittently responsive and required multiple button presses and excessive force in order to elicit a response. The keypad buttons did not have normal spring back. There was evidence of contamination found under the key contacts.